Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown at the time of incidence. Customer also receive failed battery alarm. Customer states the contact on the battery cap was missing or damage or corroded also battery compartment was neither damaged nor corroded. Customer also states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting. Customer stated they were able to clear the hardware low level failures alarm and also rewind it completely. Customer was assisted with self-test which was failed. Advised customer to place the insulin pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to cracked solder joint on keypad assembly. Device passed displacement test, sleep current measurement, active current measurement and self test. No failed battery alarm during testing.